Event description:
It was reported tat the compressor did not switch on. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The claimed issue was related to the device, which would not turn on. There was no patient harm. The issue was decided to be reported as it may lead to stop of ventilation. Identification of issue has been done by analyzing problem description and service report. The transformer was defective and required replacement. The defective part has not been returned to the factory for further evaluation. Based on prior investigations, it was concluded that the transformer was defective due to disconnection of the thermal fuses caused by damage of the epoxy sealant near the lead exit point. Corrective actions to correct the verified issue were implemented during week 51, 2019. The root cause was traced to the manufacturing process at the supplier's site.

Event description:
Manufacturer's ref #: (B)(4).